Event description:
It was reported that the pulse generator could not be interrogated. The patient's sinus rate was about 40 pulses per minute, and the device would not respond to magnet application. As no pulse generator communication was possible, battery depletion was suspected. The device was replaced.

Manufacturer narrative:
Na